Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading reached as high as 234 mg/dl. The customer stated that his normal blood glucose range was between 88 and 90 mg/dl. The customer complained of stomach sickness and her feet feeling like fire. She stated that the high blood glucose issues started about 8 days prior. Upon troubleshooting, she stated that the bolus wizard had been programmed accurately. Two no delivery alarms were found in the device history, one of which indicated a low reservoir. She stated that the most recent no delivery alarm had been resolved by a complete infusion set, reservoir and insulin change. She declined to return the supplies for analysis. Although the insulin pump passed troubleshooting tests, the customer became frustrated and requested its replacement. Nothing further reported.